Event description:
It has been reported to philips that the system would not boot up properly. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Review of the system log files showed low voltage error from r-cabinet. Fse replaced the low voltage power supply (lvps). After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.